Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that on (B)(6) 2024 said down on the implant and bent over and noticed that the neurostimulator moved around. Patient said that last week on wednesday sat down on the implant and it moved from being vertical to horizontal and patient said had so much pain they cried. Patient said it was swollen and bruised. When asked, patient said that the first couple of times that the implant moved was in the beginning and the cleveland clinic thought something might be wrong and sent patient to get an x-ray. Patient then said that does drive and ride in a utv over rough terrain and afterwards the neurostimulator site is bruised and swollen. Patient also mentioned that they bent the wrong way. Reviewed how certain activities could potentially affect implanted components. Patient said can move the neurostimulator 360 degrees and asked it this is normal. Reviewed information. Patient was redirected to their managing physician for medical assessment. Patient also asked is sports tape could be used to hold the neurostimulator in place. Redirected to managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were confused and that they had called to discuss a movement issue which was resolved. They had no complaints and loved their device.